Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not deliver required energy. The customer claimed the device is consistently showing 180 kj and as low as 160 kj. There was no reported patient involvement.